Event description:
Silicone implant and I¿m getting no help from the company. I was in a study with mentor and my life is awful since these implants were put in my health issues are so bad I was robbed a life I had a full hysterectomy at age (B)(6) profanity no one is helping they are just calling me crazy and putting me on more meds.